Manufacturer narrative:
The reporter's meter was returned for investigation. Testing results (qc range: 4.1 - 6.8 inr): qc 1: 5.1 inr. Qc 2: 5.5 inr. Qc 3: 5.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Upon analysis of the meter memory, the customer's alleged results were appropriately observed. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Unique identifier (UDI) (B)(4). Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). Customer had the date and time set incorrectly on the meter but believed all reported results were from (B)(6) 2021 and within 4 hours. The first result from the meter was 19.8 sec which is 1.6 inr. The second result from the meter was 18.9 sec which is 1.6 inr. The third result from the meter was 18.7 sec which is 1.6 inr. The fourth result from the meter was 16.3 sec which is 1.4 inr. The fifth result from the meter was 22.2 sec which is 1.8 inr. The sixth result from the meter was 2.0 sec which is 2.0 inr. The customer has a therapeutic range of 2.0-3.0 inr.